Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause.

Event description:
It was report that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing. Technical services (ts) reviewed device data and confirmed noise has been present in the primary vector. Sense b noise is suspected but not confirmed. Technical services (ts) provided troubleshooting recommendations. This s-ICD system remains in-service at this time. No adverse patient effects were reported.

Event description:
It was report that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing. Technical services (ts) reviewed device data and confirmed noise has been present in the primary vector. Sense b noise is suspected but not confirmed. Technical services (ts) provided troubleshooting recommendations. This s-ICD system remains in-service at this time. No adverse patient effects were reported.